Manufacturer narrative:
The probable cause of the falsely elevated troponin I result is imprecision caused by inadequate washing/mixing by the hm wash pump cassette. A siemens healthcare diagnostics representative instructed the customer to do maintenance. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and negative results were obtained. It is unknown if patient treatment was prescribed or altered. There was no report of any adverse health consequences as a result of the falsely elevated troponin I result.